Event description:
Customer reported that the insulin pump went through batteries quickly and that she received a motor error alarm during the basal delivery. The blood glucose reading was 529 mg/dl. She stated that the insulin pump was not exposed to moisture or a strong magnetic field or MRI. She stated that she was able to rewind the insulin pump. Customer treated the high blood glucose with manual injection. Nothing further was reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with received with normal operating currents and no unexpected off no power or low battery alarm noted. The device passed the displacement test, rewind, basic occlusion, occlusion, prime, no delivery and motor tests. No motor error alarm noted. The unit had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.